Event description:
"On or about (B)(6) 2010," a monarc subfascial hammock was implanted to treat stress urinary incontinence. It was reported that, after the monarc was inserted, the pt experienced severe pain and dyspareunia due to the mesh and has "suffered, and will continue to suffer, pain, disability, impairment," loss of enjoyment of life, and inability to engage in chosen and necessary activities.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.